Event description:
Bionector needleless access device by churchill medical systems cracked, causing at least 10ml of blood to back up and bleed out of the baby into the bed. The baby remained stable. It is unclear as to whether or not baby will need transfusion in near future.